Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was making a grinding noise was confirmed. An assessment was performed on the device which found that the unit was making a grinding noise. It was also noted that the internal and external components of the device were all corroded. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a hand/finger pinning surgical procedure it was observed that the quick coupling device was making a grinding noise. It was reported that there was no delay in the procedure as the same device was used to successfully complete the surgery. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, the reporter stated that the surgery took place in (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.